Event description:
Patient undergoing surgery with general anesthesia difficulty moving air. The long circuit filter (anesthesia breathing circuit) found to have a clear plastic film preventing flow. Once discovered the circuit was replaced with new equipment.